Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets experienced disconnections from the manifold port. The connection issues occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-01078. All information can be found under manufacturer report number 1416980-2022-01078. Should additional relevant information become available, a supplemental report will be submitted..